Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, b3, b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and calcifications.

Event description:
Healthcare professional reported left side rupture and calcifications. Device remains implanted.

Event description:
Healthcare professional reported left side rupture and calcifications. Device was explanted and replaced.

Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: h.6.